Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with correct time and date. The insulin pump monitored and no unexpected basal delivery was noted. The insulin pump then was programmed with basal rate and monitored 3 days the basal profile delivered properly. The basal profile recorded properly at the basal and daily totals history screens. No basal/temp basal anomaly noted. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call of the insulin pump running a basal by itself without being activated by the customer. The customer's blood glucose level was unknown although the mother indicated that it was high. Customer also indicated that the basal delivery is only half of what it should be. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.